Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. The clip delivery system is reportedly not returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other three mitraclip devices are filed under separate manufacturing report numbers. The mitraclip xtr device is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s.

Event description:
This report is filed since the clip would open while locked. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4. During preparation of the clip delivery system (cds) and while establishing final arm angle (efaa), the clip was unlocked, open to invert, closed to 120 degrees, re-locked and gripper arms/lever lowered. As the operator advanced the gripper lever, the lock lever retracted back approximately 4-5mm without any actuation of the lock lever performed. Then, when the clip was closed to 20 degrees (with the gripper arms still down), the lock lever was advanced but not fully, however, the clip opened and failed the efaa. The lock lever was re-advanced fully this time and the clip passed the efaa this time. Each time the gripper lever was advanced, the lock lever would retract. To compensate, the operator re-advanced the lock lever and the clip passed efaa. For the remainder of device preparation and use in the anatomy, the operator physically held the lock lever in place with his thumb whenever the gripper lever was lowered. This same issue occurred with the three other cds clips which were implanted in this patient during this procedure. The four implanted mitraclips remain stable and well seated on the leaflets without further issues reported. The mr was reduced to <1 or trace. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific product quality issue. All available information was investigated and a definitive cause for the reported mechanical issue (clip open - establishing final arm angle) could not be determined in this incident. Additionally, a definitive cause for the reported mechanical issue (lock lever retraction) could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.